Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that yesterday, the patient experienced hand tremors. When the remaining battery level was checked using the handset, the following message was displayed: ¿the neurostimulator is delivering therapy that does not meet requirements. Please contact your physician. Code 1703.¿ it was advised to consult a medical professional regarding the stimulator's condition and settings. The cause of oor was determined to be due to an abnormal resistance value. Physician performed examination and adjustment of settings. The issue was reported as resolved.